Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device caused pressure ulcer and a potential suspected deep tissue injury to the patient.